Manufacturer narrative:
Product testing on the returned meter did not confirm the readings complaint. All results were within range specifications and no errors were observed during control solution testing. The readings reported by the customer were present in the meter's memory log. The reported reading of 33mg/dl is consistent with the symptoms reported.

Event description:
A customer reported a complaint of imprecise sequential readings on his freestyle blood glucose meter. The customer obtained readings of 33mg/dl and 224mg/dl within a ten minute timeframe. All readings were taken from the finger. When plotted on a parkes error grid the results fall into the 'c' zone, which show the difference to be clinically significant. The customer also reported symptoms of trembling, loss of mobility, slurred speech, and having a seizure. The customer self treated with orange juice, soda, two candy bars, and glucose tablets. There is no report of third party medical intervention.